Manufacturer narrative:
Fi summary: a comprehensive quality assurance further investigation has been conducted. There was no nonconformance to requirements associated with the alleged event because the device met all the requirements for release to distribution. Review of the device history record identified no deviations, errors or omissions which could be associated with the reported (insert ae term here). During final inspection, all of the devices in the production lot passed a leak inspection and were released for distribution intact and functional.

Event description:
It was later reported, patient ¿felt sick¿, had a ¿biopsy and the result was something like infection and mixed inflammatory process with neutrophil predominance¿ and "sudden edema in right breast".

Event description:
It was later reported "elastomer folds." Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect implant code: f2203.

Manufacturer narrative:
The event of "seroma late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "prothesis swollen and very painful. Underwent an ultrasound (us) and the result was anechoic liquid around prothesis and prothesis turned." The device remains implanted.